Manufacturer narrative:
The probnp reagent expiration date was not provided. The cobas pure e 402 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys probnp ii assay on a cobas pure e 402 analytical unit. Initial result: 21.9 pg/ml. The initial result did not correlate with the patient's history, prompting the repeat of the sample. No questionable result was reported to the patient. 1st repeat result: no value was obtained, and a "sample short" alarm was generated. 2nd repeat result: 1010 pg/ml. 3rd repeat result: 1030 pg/ml.